Event description:
It was reported that a physician was performing a pta procedure of the right iliac artery with a contralateral approach. The lesion was described as non-calcified, not tortuous, de novo and concentric. A fox plus was being used; however, it ruptured at 9 atm at the first inflation. A second fox plus was used successfully to complete the procedure. There were no adverse patient effects and no additional information is available.

Manufacturer narrative:
During the investigation, pinhole in the center of the balloon was detected. The lot history record review produced no findings, which may have contributed to the described problem. We were not able to establish a root cause based on the available information. Therefore, it was not possible to determine the exact failure reason that was experienced during the procedure.